Event description:
Literature was reviewed regarding "Deep brain stimulation of the thalamus for intractable epilepsy (FRANCE study): A randomized clinical trial" and "Anterior Thalamic Stimulation Induced Relapsing Encephalitis" The following Medtronic devices were used: 37601 Activa PC INS and 3389 Lead. Reported events: A sum total of 94 severe adverse events (SAEs) were reported by 2 years. 78 SAEs required hospitalization or prolongation of hospitalization and 16 events were considered severe medical events. Other AEs related to the device or surgery were mild, transient, and in some cases resolved after voltage adjustment (this was notably the case for anxiety). 16 Severe Medical Events: 11 of the severe medical events were events related to stimulation or medication: - 1 patient (32, m) with a history of herpes meningoencephalitis at the age of 7 months suffered a severe, life-threatening event due to a reactivation of brain herpes simplex encephalitis (HSE) virus after turning on the device/stimulation 1 month after bilateral implantation of ANT-DBS hardware for medication-resistant epilepsy. Stimulatory parameters were 3 V, 130 Hz, and 60 ¿s on the second last lead contact bilaterally. On the second day, the patient presented to the emergency with mild confusion and hallucination without evident changes on MRI and was treated empirically. 4 days later, they presented to the emergency again with confusion, hallucination, mild apraxia, headache, retrograde amnesia, and fever (39 degree Celsius). No sensory, motor deficit, and cranial nerve deficit were detected on clinical examination. MRI showed T2-weighted/FLAIR high-signal intensity in the temporal lobe developed at a ¿distance¿ from the stimulation target (in the temporal hippocampus and not in the ANT). The positive polymerase chain reaction of herpes virus deoxyribonucleic acid in the cerebrospinal fluid (CSF-HPCR) confirmed the diagnosis. The condition improved partially on acyclovir 10 mg/kg give 3 times daily for 3 weeks. Some cognitive aspects, drowsiness, and amnesia persisted. Stimulation was stopped 2 days after the second attack. Repeated CSF-HPCR was negative 3 weeks after starting the antiviral treatment. Seizures disappeared even after stimulation had been stopped for 4 months, then returned as before. It was indicated the case was most probably a stimulation-related adverse effect because the patient was clinically and radiologically free of any signs of HSE within a 1-month period when the implanted system was "off" and clinical presentation suggested HSE started just when the system was switched "on" within an acute onset. - 3 events of anxiety - 3 events of psychosis or hallucination - 1 suicide attempt - 2 events of depression - 1 event of transient memory complain 11 of the severe medical events were events related to the medical device: - 1 small asymptomatic intracranial hemorrhage at the entry point of a lead - 3 lead migrations requiring surgery for repositioning - 3 infections requiring removal of the stimulator and electrodes 65 Adverse events related to the medical device with 13 events related to the medical device. 5 were moderate or severe: - 2 sleep disorder - 1 behavioral disorder with aggressiveness - 2 hardware related complications

Manufacturer narrative:
Hamdi H, Robin E, Stahl JP, et al. Anterior Thalamic Stimulation Induced Relapsing Encephalitis. Stereotact Funct Neurosurg. 2019:1-5. doi: 10.1159/000499072. Chabardès S, Bartolomei F, Nica A, Haegelen C, Minotti L, Piallat B, et al. Deep brain stimulation of the thalamus for intractable epilepsy (FRANCE study): A randomized clinical trial. Epilepsia. 2026; 67: 3318¿3330. https://doi.org/10.1002/epi.70211 A2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the sex or gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence will be sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D10. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 37601, Serial/Lot #: UNKNOWN, Product Id: 37601, Serial/Lot #: UNKNOWN, Product Id: 37601, Serial/Lot #: UNKNOWN, Product Id: 37601, Serial/Lot #: UNKNOWN, Product Id: 37601, Serial/Lot #: UNKNOWN, ; Product Id: 37601, Serial/Lot #: UNKNOWN, Product Id: 3389, Serial/Lot #: UNKNOWN, Product Id: 3389, Serial/Lot #: UNKNOWN, Product Id: 3389, Serial/Lot #: UNKNOWN, Product Id: 37601, Serial/Lot #: UNKNOWN. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.